Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application was giving intermittent audio alerts. Patient uninstalled and reinstalled the application and it is working again. No additional event or patient information is available.